Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a data collection issue, the pacing percentage was off. Short v-v intervals were also noted on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.